Manufacturer narrative:
Follow up information received on 01-feb-2016: follow-up attempts were done with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram performed 6 months later showed migration of insert / left insert was floating in uterus. Open laparoscopy was done and the insert was removed. This event, interpreted as partial expulsion of device, was considered serious due to medical significance and is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, the exact location of the device was not clear since it was reported that the insert migrated and was floating in uterus, but it was removed during a laparoscopy. However, given the nature of the event, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. No sample was provided but a review of the manufacturing batch record confirmed that lot met all release requirements. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result received on 04-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram performed 6 months later showed migration of insert / left insert was floating in uterus. Open laparoscopy was done and the insert was removed. This event, interpreted as partial expulsion of device, was considered serious due to medical significance and is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, the exact location of the device was not clear since it was reported that the insert migrated and was floating in uterus, but it was removed during a laparoscopy. However, given the nature of the event, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. No sample was provided but a review of the manufacturing batch record confirmed that lot met all release requirements. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 16-oct-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015, lot numbers c39209 (also reported as (B)(4)- discrepant information provided) and (B)(4), for permanent sterilization. Migration of insert was reported. Hsg (hysterosalpingogram) was performed on (B)(6) 2015, notes stated that the left insert was floating in uterus. Open laparoscopy was done on (B)(6) 2015. A gelshi (as reported) clip was used on the left side and the insert was removed. This was outpatient surgery. Patient was not pregnant. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram performed 6 months later showed migration of insert / left insert was floating in uterus. Open laparoscopy was done and the insert was removed. This event, interpreted as partial expulsion of device, was considered serious due to medical significance and is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, the exact location of the device was not clear since it was reported that the insert migrated and was floating in uterus, but it was removed during a laparoscopy. However, given the nature of the event, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. A product technical analysis and further information are expected.